Manufacturer narrative:
The baerveldt shunt was not returned to the manufacturer for evaluation; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records could not be reviewed since the serial number is unknown/not provided. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2014, used (B)(6) 2014 as the best estimate as the exact date was not provided. If implanted; give date: (B)(6) 2013, used (B)(6) 2013 as the best estimate as the exact date was not provided. If explanted; give date: (B)(6) 2014, used (B)(6) 2014 as the best estimate as the exact date was not provided. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported via information that was obtained from the (B)(6) annual congress of (B)(6) ophthalmology that a (B)(6) year old female patient with glaucoma, secondary to peter's anomaly, had the shunt implanted to her left eye (B)(6) 2013. On (B)(6) 2014, the shunt plate was exposed and therefore shunt was implanted again. Next month, tube part was exposed so a corneoscleral patch was applied. (B)(6) 2014, the tube was exposed and bottom part of scleral thinning was observed so the shunt was explanted. After the explant, scleral thinning stopped and iop (intraocular pressure) was stable around 25mmhg. No further information was provided or available.